Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred after performing a supply change. The customer's blood glucose level was 171mg/dl. A system check was performed and a crack was observed on the cartridge. A supply change was performed and the customer successfully resumed insulin deliveries.